Manufacturer narrative:
(B)(4). The (product) was returned for evaluation. Macroscopic examination confirms driver tip broken off in mas head. Microscopic examination of fracture surface revealed a fairly brittle fracture surface with river lines and no indication of fatigue or torsional overload. The angle of the fracture surface, in addition to the absence of torsional overload, and usage of the instrument suggest failure due to bend stress overload, with the instrument mas head thread likely not fully engaged into the implant.

Event description:
It was reported that the patient underwent a lumbar fusion surgical procedure at l5-s1. It was reported that the tip of the driver broke off in the screw on initial insertion into the bone. The screw was removed and replaced. No patient complications were reported.